Event description:
It was reported that a half day infusor had particulate matter within its bladder. This was found before use. The device was filled with desferrioxamine. There was no patient involvement. No additional information is available. This is report 15 of 16.

Manufacturer narrative:
(B)(4). This lot was manufactured from february 17, 2014-february 19, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.